Manufacturer narrative:
An event of leaflet dislodgement during procedure was reported. The valve was returned for investigation to abbott with a dislodged leaflet and an intact leaflet. The cuff remained intact and was able to rotate freely. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent aortic valve was chosen for implantation. When testing the leaflets during preparation, one leaflet fell off. Holder handle was fully inserted into the orifice at a 90 degree angle. Valve was in closed position when rotated. A replacement 21mm regent was used to complete the procedure. There were no reported patient consequences.